Event description:
It was reported that the pt experienced intermittent stimulation. Impedance measurements were normal and it was reported that sometimes, stimulation was affected by movement. Palpating did not cause a change in stimulation. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).